Event description:
The facility representative reported a colleague infusion pump where the liquid crystal display image was distorted. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was a distorted main display. The main display was replaced to correct the reported condition. The user interface module software version is 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should additional information become available, a follow-up medwatch will be submitted.